Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 2 years since the subject device was manufactured. Based on the results of the investigation, it is likely no image occurred due to a failure of the image sensor or a failure inside the video connector. However, a definitive root cause could not be determined. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, the evis lucera elite bronchovideoscope had an image error; a lot of red, blue, and green noises run and the entire screen emits light every few seconds (similar to a camera flash, the entire screen flickered). The frequency of the issue occurred anytime a black object was projected and when the direction of the insertion part was changed. The device was inspected prior to use, the issue occurred during an unknown diagnostic procedure, and the intended procedure was completed without delay. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was found: image noise occurs and the image cannot be seen due to damage to the scope connector. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed, the device evaluation found that image noise occurs, and the image cannot be seen due to damage to the scope connector. Additional findings include the following: the cleaning brush could not be inserted smoothly due to damage to the channel tube. The following had a scratch: scope connector, control unit, switch box, grip, angulation lever, up / down plate, insertion tube rotation ring, universal cord, and the scope connector cover. The investigation is ongoing, a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.